Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a conversion from a sleeve gastrectomy to a bypass, while the device was being applied in the stomach, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The surgeon was already able to use several reloads prior to the issue. Another reload was used to complete the case. There was no patient injury.